Manufacturer narrative:
UDI: (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a hakim valve could not be reprogrammed after an MRI and was revised. A delay of 30 minutes was reported. It was reported that the setting of the valve was confirmed to be 9 when the patient received a MRI check-up. Then the surgeon attempted to set the setting at 9 again just to make sure. However, the setting was fixed at 5 and did not move during changing. A neodymium magnet was used but the setting did not change. 30 minutes later, the x mark of the valve bottom seemed to be in a wrong position. It was conceivable that the setting did not change due to damage to the valve. No further information was provided by the hospital. The product will not be returned to your site as it is still implanted.

Manufacturer narrative:
Corrected fields: concomitant medical products. Additional information: PMA/510k, if follow-up, what type. The device has been returned and is awaiting evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; the silicone housing was torn around the siphon guard as well as the cam mechanism was dislodged. Therefore, the cam position/pressure could not be determined. The valve was dismantled and was examined under a microscope at appropriate magnification. The cam mechanism and pillar were dislodged. Biological debris was noted on the ruby ball, on the seat of the ruby ball, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were controlled, and the magnets failed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue is confirmed. The root cause for the torn silicone housing is probably due to a sharp, pointed object coming into contact with the silicon or the valve receiving a knock. The root cause for the programming problem is probably due to the dislodged cam mechanism, the biological debris and the magnet knockdown. The dislodge cam mechanism is probably due to the valve receiving a knock. The abnormal polarization of the valve magnets was probably caused by an exposition of a too strong magnetic field. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.